Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. Initial reporter also sent report to FDA is unknown. No information provided to date. : premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the device presented continuous low battery alarm. Patient changed the battery a couple of times and the device stopped alarming. The issue was resolved. Patient reported a little itching at the site. No patient injury reported.